Manufacturer narrative:
(B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolved 1 reported event, the suction tubing inside the unit was adjusted. To resolve 1 event, the integrated suction regulator was replaced, and to resolve 1 event, the suction regulator and tubing were replaced.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced decrease in suction. These reports were received from various sources. Of the 3 events, 3 did not involve patients.